Event description:
The manufacturer received information alleging a ventilator experienced an inlet filter blocked alarm. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator experienced an inlet filter blocked alarm. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the alarm was not able to be duplicated. A functional test was performed, and it was confirmed that there was no failure or abnormality. The particulate filter was contaminated with white particulate substance, and it was assumed that the filter was clogged, which prompted the inlet filter block alarm to generate. The flow sensor and particulate filter were replaced as preventative action to address the issue. Additionally, a final test, battery check, valve check, run in tests and cleaning were performed. The unit operated properly.